Event description:
Additional information was received from the user facility nurse manager: this blood leak occurred while using a fresenius 2008t machine with fresenius combiset lines. Blood test strips were not as the leak was external. No damage to a dialyzer was noted, and no medical attention needed for the patient. Blood was not returned, so estimated blood loss for the patient was approx. 240 ml, labs were drawn the following treatment. The patient completed treatment on a new machine setup. There was no indication that the sample is available to be returned to the manufacturer for evaluation. Additional information was requested but not provided.

Manufacturer narrative:
Additional information: a1, a2, a3, a4, b5, d11. Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, an search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Five lots were found to have been delivered in this time period. A production records review was performed on the reported lots. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one non-conformance (nc) which resulted in rework on one of the lots. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A nurse reported that a dialyzer cracked and blood loss occurred. It was reported that follow-up with patient labs would be conducted due to blood loss from the cracked product. Additional information was requested but to date, has not been provided.